Manufacturer narrative:
Event date: exact date unknown, event occurred couple months ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation and tingling sensations due to lead migration which was resolved by reprogramming. However the patient was still having discomfort and pain at the lead site despite reprogramming. There was no device malfunction suspected. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted lead was not returned.